Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd ultra-fine¿ original pen needles 29g x 12.7mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen will not press out the insulin. Its clogged. Changed the bd pen needle still does not work. Checked the non patient end needle and it straight.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ original pen needles 29g x 12.7mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen will not press out the insulin. Its clogged. Changed the bd pen needle still does not work. Checked the non patient end needle and it straight.